Event description:
It was reported that a pt underwent a sling procedure in late 2007. The pt had a normal voiding pattern upon discharge. Post-operatively, the pt experienced a vaginal erosion of the device. As a result, in 2008, the pt was placed under general anesthesia and the device was trimmed and the vagina was closed. The pt developed mixed incontinence after trimming of the eroded device and closure of the vagina. The pt is scheduled to have urodynamics done on approx two months later.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.